Manufacturer narrative:
A field service engineer (fse) went on-site and found a crimp in tubing going through pinch valve lv18 which may have been causing overflow problem as waste was not being properly cleared from system backing up baths. Fse replaced 3-way waste valve 18 and also red blood count (rbc) draining valve lv15. Fse also found that probe wipe valve lv8 was dripping and found fluid in the foam trap of vacuum pathway and replaced waste filter as well as filter in vacuum pathway, emptied fluid and cleaned trap. The cause of the leak was a crimp in the tubing going through lv18. (B)(4).

Event description:
A customer contacted beckman coulter inc. (Bec) stating that they were having an ongoing issue with white blood cell (wbc) bath overflowing and controls not coming within parameters on their coulter act diff 2 analyzer. Approximately 10-15 ml of the fluid leaked onto the counter top. Per customer, they were not wearing personal protective equipment when they first observed the leak. No injury or exposure was reported. The customer confirmed that they were running startup when the incident occured and no results were reported out of the laboratory as they were only running startup.